Manufacturer narrative:
(B)(4).

Event description:
It was reported that sensor issues occurred. Data was evaluated and the allegation could not be determined. In addition, data analysis confirmed signal loss for over one hour. The probable cause could not be determined. The reported event of sensor issues is reportable based on the finding of signal loss for over one hour. No injury or medical intervention was reported.